Event description:
It was reported the patient lost therapy due to lead migration. In turn, the patient underwent surgical intervention on (B)(6) 2015. Upon explant of the lead, two of the lead contacts were detached from the device. The doctor was only able to remove one of the lead contacts from the patient. The remaining contact remains in the patient's epidural space. Also, a replacement lead (different model) was implanted during the procedure.

Event description:
Follow-up revealed surgical intervention resolved the patient's issue.

Manufacturer narrative:
Evaluation codes: results the complaint for ¿ineffective stimulation¿ was confirmed. Microscopic inspection of the paddle lead (3228) revealed there were wires detached from the electrodes on the paddle. Continuity testing showed channels 2a, 9, 15a, and 16a were electrically open. The detached wires could have caused a change in the scs system's stimulation output. Channels 2a and 15a had the missing electrodes which is consistent to explant damage. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.